Manufacturer narrative:
The full lead was returned and analyzed.the analysis indicated that the guide tooth of the lead was extrinsically damaged. The sleeve head of the lead is bent. The analyst noted that the lead was returned with the sleeve head and the guide tooth damaged which prevents the helix from performing properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead was blocked. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.